Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to a call tech support error message. A receiver download was attempted but could not be performed due to the call tech support error message. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage and a damaged battery. Confirmation of the complaint was undetermined. The probable cause could not be determined.